Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to the over torqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued inner coil.

Event description:
It was reported that the patient presented to the hospital for implantation of a dual-chamber pacemaker. During the final measurement in the procedure, dislodgement of the right ventricular (rv) lead was noted, and the screw of the rv lead did not come out from the lead body after multiple attempts. The rv lead was not used and the physician elected to complete the procedure with a different lead. The patient remained stable throughout the procedure.